Event description:
The programmer was returned for service and subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as it was identified that the touchscreen was out of calibration. It was also determined at analysis that the keyboard left, and right hinges and slides were cracked. The upper handle was cracked. The left and right cord bay and media bay door were broken. The company logo button was missing. The lower bullets and rf head, anti-slip layer were worn. Errors were found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.